Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Reportedly the customer was performing the air removal step multiple times. Clinical support informed the customer that performing the air removal step multiple times is off label per the tandem user guide. Reportedly the customer resumed insulin delivery, but does have manual insulin therapy available if needed. The customer's blood glucose was 234 mg/dl.